Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that prior to patient contact, when inserting the spike into the device for the postpartum hemorrhage procedure, drips of water were coming out of the tubing where the junction of the spike was located. It was further noted that the tubing had a fine hole and it started to come off, eventually disconnecting from the spike piece.